Event description:
We are experiencing problems with the Cortrak electromagnetic transmitting stylet. This has happened in the past; the machine alarms and we take out the wire and place another one leaving the feeding tube in place. No patient harm.